Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks; the seal plugs were intact and the set screws were missing. Battery status was at beginning of life (bol). Review of device data noted a memory anomaly that triggered safety core. The corresponding portion of device memory was overwritten and device operation restored. Substitute set screws were inserted into the header and electrical testing was performed that verified therapy availability. Laboratory analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient implanted with this pacemaker experienced syncopal episodes. Upon review the device was found in safety mode for which a revision procedure was performed and the device explanted and replaced as the patient is intermittently pacemaker dependent. No additional adverse patient effects were reported.